Event description:
The customer stated they had issues with calibration and quality controls for ion selective electrode (ise) sodium, potassium, and chloride at 1:42 am, 2:06 am, and 3:13 am. At 3:41 am they obtained valid calibration and controls and began testing patient samples. Later in the morning control results were low. The customer reran nine patient samples that had been run since the beginning of testing that morning. They stated sodium results had to be corrected for all nine patients. The customer provided two examples. For patient 1 the initial sodium was 129 mmol/l. The sample was repeated on the same analyzer with a result of 137 mmol/l. The repeat was considered correct. For patient 2 the initial sodium was 116 mmol/l. The sample was repeated on the same analyzer with a result of 132 mmol/l. The sample was repeated on another analyzer with a result of 138 mmol/l, which was considered correct. There were no adverse events. The lot number and expiration date of the sodium electrode were requested but not provided. The field service representative was unable to duplicate the issue and could not determine a cause. He cleaned and decontaminated the ise system, checked the rinse mechanism, primed reagents, and ran an ise check. He then ran a precision check, which met specifications. The customer calibrated and ran quality controls, which were within acceptable limits.

Manufacturer narrative:
Additional information was requested from the customer but not provided. With the information available, the investigation was unable to determine a root cause.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.